Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007; inratio 1.9 (3:45 pm); lab 1.3 (10:34 am); mean 1.6; confidence limits 1.2 - 2.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. A valid comparison must be performed within 3 hrs or less. These 2 comparisons exceeded that time interval. Readings are considered invalid. Therefore, further testing is not required at this time.

Event description:
Caller alleged inaccuracy with inratio. Results as follows: date 2007; inratio 1.9(3:45 pm); lab 1.3 (10:34 am).